Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/04/2016 with the following findings:evaluation revealed that the keypad is torn over the ok button. All buttons respond to presses appropriately. The keypad was removed and contamination was found under all button contacts. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed contamination under buttons. This report is made based on results of investigation completed on 01/04/2016.